Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. On visual inspection the iol was observed with one lens loop (haptic) broken and the other detached. The lens was inspected at 10x microscope magnification. The lens was observed with a cut from the lens edge across the optic. Loose particles were observed on the sample compatible with handling of the lens. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. The condition observed in the lens and the way in which the cut was formed is consistent with a lens that has been cut with sharp tool due to lens removal. No cosmetic defects related to manufacturing were observed. The evidence observed indicates that the lens was handled for surgical use and the event reported could be related to surgical technique. There was no evidence to suggest any fault on the lens or manufacture. The complaint issue was not verified in the lens sample received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that they used an intraocular lens (iol), ar40e which did not open, and when it did the lens was scratched due to the fold. The lens was removed from the eye, and the account inserted a second lens in which the leading haptic was also folded. The account eventually managed to place the lens properly; however, the whole process took one hour. This medical device report pertains to the first lens used and was then removed. A separate medical device report has been generated for the second lens that was inserted in the patient's eye.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: (B)(6). Gender/sex: female. (B)(4). A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections, or specifications that were related to the reported complaint. The lens was manufacturing according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
An incision enlargement was needed as the surgeon needed to cut the lens with micro scissors and take the lens out to replace it. The patient outcome was that the surgeon managed to insert another lens even though the haptic was crushed, the lens stayed in place and the surgeon had to suture the wound.